Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the prior to a procedure the unit would not reach vacuum level. There was no patient involvement. The case was canceled.

Manufacturer narrative:
Additional information has been provided. Corrected information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the customer states the poor vacuum occurred during the sculpt phase of a cataract extraction with intraocular lens implant procedure. The footswitch was checked to make sure it was working properly. The handpiece was flushed and returned to use with no resolution to the problem. The handpiece was then exchanged at that point with the same result. The tubing was also exchanged with no resolution. The case was completed using an alternate system. Samples are not expected as they were discarded.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 31, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).